Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60116966. All devices met material, assembly and performance specifications at the time of product released. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturing site reported expiration date as 3/13/2018. Manufacturing site reported manufacturing date as 3/13/2018.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi) after laser fired. It was noted that one (1) iflap procedure was replaced. There was no patient injury reported and no surgical intervention was required.